Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: runthrough, guide cath: hyperion. (B)(4). The traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us. The device was not returned for evaluation. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. It should be noted that the coronary dilatation catheters (cdc), nc traveler rx, instructions for use specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a concentric de novo lesion in the distal right coronary artery with moderate tortuosity, heavy calcification and 90% stenosis. A 4x15mm nc traveler rx balloon dilatation catheter (bdc) protective sheath was removed without resistance. The balloon was soaked in saline and prepped (air aspiration) inside the anatomy prior to use. The bdc was advanced toward the target lesion, the balloon was inflated once up to 6 atmospheres and ruptured. The device was removed and a non-abbott balloon was used to continue the procedure. The lesion was ultimately treated using a non-abbott stent. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.